Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6949 implantable tachy lead - (B)(6) 2005; 4076 implantable pacing lead - (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range, the impedance trend on the lv (left ventricular) pacing lead was rising, and a lead impedance out of range alert triggered.

Event description:
It was reported that the patient alert triggered, and the left ventricular (lv) lead exhibited high impedances and thresholds, and intermittent capture. A lead fracture was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.